Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
It was reported to philips that the device had a power light emitting diode (led) alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 13oct2020; b4: 14oct2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-02272 was submitted. All information will be submitted under the initially reported MFR. Report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.